Event description:
A malfunction occurred while the customer was in a hot tub, causing the blood glucose level to rise to 532 mg/dl. The customer corrected this high blood glucose level by administering a correction injection via multiple daily injections (mdi) without requiring third-party assistance. Technical support resolved the issue by arranging to replace the pump, advising the customer about using multiple daily injection (mdi) as backup therapy.